Event description:
It was reported that a guide wire was being used in the procedure, at which time a perforation occurred. It was reported that the instructions for use (IFU) were not followed. The patient required a pericardiocentesis. No other information was reported.